Event description:
It was reported a patient experienced fungal peritonitis and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized the same day as onset for the event. Treatment for the peritonitis was unknown. While hospitalized, on an unknown date approximately one month after admission, the pd catheter was removed, pd therapy was discontinued and the patient was placed on hemodialysis. The patient remained hospitalized until death and passed away in the hospital. The cause of death was reported to be unknown. It was unknown if the patient recovered from the peritonitis prior to death. It was unknown if an autopsy was performed. No further information was given.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.